Event description:
Pt developed surgical site infections following a breast reconstruction surgery using a life cell surgical mesh called strattice. There were a total of 9 infections to date that we think may be associated with the use of this product.